Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated an erroneously elevated troponin (accutni) result, within the risk stratification range, for one patient. The result was not reported out of the laboratory. Repeat testing on re-centrifuged sample produced a result within the normal reference range. There was no effect to the patient.

Manufacturer narrative:
The sample was collected in a lithium heparin tube and centrifuged at 3000 g for 15 minutes. Qc was within the specification before the event. System check was also passing the specifications. Service was dispatched and on site on (B)(6) 2011. The field service engineer (fse) found the transducer ultrasonics high power voltage was near top end of specification at 205 vac. The fse inspected pipettor tip and found it acceptable. The fse also verified the transducer temperature to be on target. The fse completed all necessary alignment offset adjustments, most of which required 4 or 5 step correction as well as vertical corrections of approximately 2 steps. The fse noted that the incubator belt movement was not smooth and bad in the anti-clockwise direction where potentially the belt teeth were fouling in the pulleys. This was leading to the belt appearing to jump teeth falsely creating very erratic movement even though the belt tension was correctly set. The fse removed and replaced the incubator belt, tensioned correctly, and found the movement significantly improved. The fse completed all necessary alignments, primed thoroughly, and ran system check and qc. All results were acceptable, and the instrument was verified as performing to the specifications. Hardware is the likely root cause for this event.